Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The occlusion test could not be performed due to the keypad anomaly. The insulin pump had a cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported that the insulin pump received a button error alarm and is unable to clear it. Customer stated she does not recall any events leading to the alarm. Blood glucose level is 200 mg/dl; customer had not treated for high blood glucose. Nothing further reported.